Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of sensor glucose versus blood glucose differences from the sensor. The customer's blood glucose was 110 mg/dl while the sensor glucose reading was 300 mg/dl. The customer reported bad sensor alert occurred after a second consecutive calibration error. Customer will return sensor for analysis.

Manufacturer narrative:
Sensor performed continuity resistance test and sensor failed test.